Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get more information are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: pump allowing to add more volume when the infusion is complete and infuse above set hard limits in drug library. Pump does alarm to indicate that you are over the soft limit, but allows you to override.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. The sample is valuable tool in investigating the cause of this incident. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.